Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta extend - peninsula health (B)(6) 2017. Pins at tip of locking screw driver broke off while surgeon attempting to lock screws in metaglene.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no product was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.